Event description:
It was reported that the 9600 system will not complete the boot cycle, but will repeatedly reboot itself. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. Inspected the system for a short in the svdc line from ps1. Unable to duplicated the fault and returned the system to service.